Event description:
The customer reported that the alarm did not go off on the mp60 monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the alarm did not go off on the mp60 monitor. No pt harm was reported. Philips has not received any detail regarding any monitor failure. The available info does not yet support that there was any health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.